Event description:
Pt is becoming extremely concerned about the problems they have been experiencing with their body in the past few years. Each year pt has become worse. Pt had saline implants in 2001 and until that date pt was a healthy, energized, and active. Pt has had implants placed on 2 occasions. The first time was because from what the dr said it appeared to be having what he called "a slow leak" which later turned out to be wrong, he just put the wrong size in. Then the second time was to correct the capsule and size difference. Capsuled after they were replaced again which the dr apparently corrected with massages. However, it has been over a year since the last set were replaced and pt just doesn't know where to turn anymore for advice. The drs - cosmetic - pt believes mostly want to make the money and keeps getting the wrong advice. Since pt has been unemployed pt has been unable to afford medical insurance therefore pt doesn't know if the product is to blame for the pain they feel throughout body everyday. Pt has seen on tv many women both young and old who have been experiencing all the symptoms pt is now feeling, so pt has grown great concerns. Pt has also gone onto many forums which women talk about these problems as well. They say they have been diagnosed with autoimmune disease and rheumatoid arthritis. Could it be possible that this debilitation is a "hidden" side effect to the saline implants that no one is talking about. Pt is going to visit a dr in the next 2 weeks which they believe will run some kind of toxic report to see if the implants are to blame for this. Pt was already diagnosed as having arthritis within one year of first set of implants. Pt has trouble holding the phone to ear for more than 5 minutes with having fingers cripple up. Pt's legs hurt all the time. Pt getting extremely depressed about the pain they suffer everyday. Pt has trouble getting out of bed. These are all the symptoms all the other women seem to be complaining about and like pt said pt was energetic who used to work out at the gym for up to 2 hours a day with no problem and now pt can't even vacuum floors without hurting. Pt has had to hire someone to clean their house. Their children are no longer involved in after school sports because pt gets frustrated with walking back and forth. Pt feels like they are 60 +.